Event description:
P-waves measure 0.4mv sensitivity is programmed 0.45mv. Device appears to be undersensing on atrial lead. Device appears to oversense on the ventricular lead noted atrial lead position check failed (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).